Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a small bulge and upon physician examination it was confirmed that the reservoir migrated from the original position. Additionally, it was noted by the physician that there may have been some activity by the patient that contributed to the migration of the reservoir. The reservoir was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device migration is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported allegation of migration is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a small bulge and upon physician examination it was confirmed that the reservoir migrated from the original position. The reservoir was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx preconnect is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of migration is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.